Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that authorized speaker called and stated the system was no longer suctioning properly. A trouble shooting was conducted and the system failed. Replacing kit. Please send bio box from fa for wicks and kits only. No medical impact or medical intervention reported. Used with male wicks.